Event description:
It was stated that the patient had returned to baseline and was receiving appropriate therapy.

Event description:
The patient also had the symptom of malaise.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion.

Manufacturer narrative:
Catheter model: 8709, lot#: j11003r10, implanted: explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Multiple motor stalls and recoveries were reported. They were confirmed to have occurred since the past 3-4 days. Patient experienced withdrawal and was admitted to ER. Drugs delivered via the device were hydromorphone, bupivacaine and baclofen (compounded). It was later reported that patient had nausea and was admitted for dilaudid pca (patient controlled anesthesia) to manage pain and withdrawal. It was further added that the motor stall had not recovered since (B)(6) 2012, 10:43 am. Per reporter, the pump was due to be "replaced this afternoon i.e. On (B)(6) 2012."

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.